Manufacturer narrative:
The insulin pump received with broken off/missing end cap, minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was dropped. The customer's mother reported that the site got ripped out and the whole bottom part of the insulin pump where the drive support is came off. The customer's blood glucose was unknown at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.